Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had insert new battery alarm. Customer¿s blood glucose value at the time of incident was 156 mg/dl. Customer did not receive a low battery alert prior to the replace battery alarm. Troubleshooting was performed for replace battery now alarm. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.